Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.